Event description:
The customer reported being hospitalized for high blood glucose levels, with a blood glucose reading of 580 mg/dl. The customer's blood pressure was also high at the time of admission. The customer stated that her healthcare professional didn't want her to go back on insulin pump therapy. The customer was transferred to the returns department. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.